Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D10, h3: device return status. H6: device code 3190 removed.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that puncture closure of a common femoral artery was attempted using three proglide devices relative to an interventional procedure. Reportedly, when the plunger was pulled removed, no sutures were attached to the needles with three proglide devices. No additional information was provided.

Manufacturer narrative:
The additional two proglide devices are being filed under separate medwatch report numbers. Exemption number e2019001. It is unknown if the proglide device be returned for investigation. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using three proglide devices relative to an unknown procedure. Reportedly, an unknown device failure occurred with the three proglide devices. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.